Event description:
I had 2 treatments of vaginal atrophy, rejuvenation. The device is called co2re intima by syneron candela. Both treatments caused unbearable pain and burned me. I know letters have gone out to makers of certain vaginal rejuvenation devices. Unfortunately, the co2re intima syneron is not on the list. I believe this company, syneron candela, is just as guilty of misleading the patients as the other vaginal devices. I would like to see them added to the list of brands that get a letter from the FDA because of the horror I went through. It is compared to the mona lisa.